Event description:
Healthcare professional reported "left side deflation, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported "left side deflation, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell, wear abrasion, red and brown particles on the shell, and broken on plug strap. Leak test and microscopic analysis was performed which identified: a striated opening on anterior, sharp broken on plug strap, a sharp opening on posterior, sharp broken on posterior, and non-penetrating nick on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage. - sharp broken on plug strap assessed as an unidentified (tear) opening. - a sharp opening on posterior assessed as an unidentified (tear) opening. - sharp broken on posterior assessed as an unidentified (tear) opening.